Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00478, 3005168196-2017-00479, 3005168196-2017-00481. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery-posterior communicating artery (ica-pcom) using penumbra smart coils (smart coils). During the procedure, there was mild thrombus formation in the inferior temporal middle cerebral artery (mca) branch. The thrombus resolved on its own on the same day and no action was taken. The thrombus formation was adjudicated to be an adverse event with a probable relationship to the procedure and disease state and a possible relationship to the smart coil system.